Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Per the customer supplied qc charts, all three levels of tsh qc have been within the customer's established ranges. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an elevated tsh result above the normal reference range for one patient that was generated by the unicel dxi 800 access immunoassay system. Subsequent testing after treatment with a heterophile blocking tube (hbt) and on an alternate methodology produced lower results within the normal reference range. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.